Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the device was found to be in backup vvi. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device was found to be in backup vvi when received. The reason of backup vvi was due to power on reset (por) which occurred due to high voltage therapy. The cause of por could not be determined. Additional information: d10.